Manufacturer narrative:
As reported this event is confirmed as a use related error, the contact reports that following implant it was noted that the implanted device had expired. Multiple attempts have been made requesting additional information, including product catalog and lot number. To date additional information has not been provided. The expiration is printed on the packaging in multiple locations. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2017 the patient underwent a procedure and was implanted with a bard mesh. The contact reports that following the procedure it was noted that the implanted device was about one month past the expiration date. The contact stated no action was taken other than to monitor the patient. No product identifiers were able to be provided.

Manufacturer narrative:
This is an addendum to the initial MDR to document that additional information provided from the original complainant confirms that the expired device that was implanted was not a bard/davol product and was manufactured by another manufacturer.